Event description:
This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. This is report 1 of 1 for complaint (B)(4). Corrected data: device manufacture date 12/15/2007. The manufacturing records were reviewed and no complaint related issues were found. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. All records indicate the product was manufactured to specifications. However, as the product was not received, the investigation could not be completed and no conclusion could be drawn. Placeholder.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. Investigation could not be completed and no conclusion could be drawn as no device was returned.

Event description:
It was reported that during a prodisc-c (pdc) at c6-7 procedure, the surgeon implanted the pdc and was satisfied with the implant placement and then exited the or. When the technician was cleaning the implant inserter ((B)(4)) it was noticed that the tip was missing. The technician showed the consultant the instrument. The consultant informed the pa and requested the pa to stop closing the patient and take some more images of the implant for the broken fragment. C-arm images confirmed the broken fragment was broken off in the keel of the superior end-plate of the pdc. The pa could not see the broken fragment. The surgeon then returned to the or and tried removing the broken fragment without removing the implant construct but he could not. Surgeon then backed out the pdc and retrieved the broken fragment. The pdc was damaged during the removal. Surgeon re-implanted a new pdc with the extraction tool and completed the procedure with no further problems. No adverse effect to the patient. Procedure was extended for approximately 20 minutes.